Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to calibrate due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer was advised to turn sensor feature off for a bout two to four hours. Customer declined troubleshooting for high blood glucose and further assistance.